Manufacturer narrative:
The hill-rom technician found the bed exit alarm would not alarm due to a failed scale on the power control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm was not working. The bed was located at the account in 4e. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).